Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and received a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Additionally, the new cartridge loaded was leaking. Customer's blood glucose ranged from 200-230 mg/dl. Reportedly, customer loaded a new cartridge successfully and received an accurate fill estimate.